Manufacturer narrative:
E1: initial reporter facility name: (B)(6) university. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pouch of three (3) titanium adapters was damaged. This was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.